Event description:
Boston scientific received information that during a recent device change out procedure it was noted that this right ventricular (rv) lead showed some areas of abrasion on the insulation. The lead was repaired with medical adhesive and re-used in the new device and all measurements were normal and acceptable. However, it was noted that the patient experienced pneumothorax during procedure. The surgeon was consulted but advised continuing with procedure, closing the pocket, and monitoring the patient overnight. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.